Event description:
Reporter reported a spike came off from a spike port. No patient injury or medical intervention was reported. During the evaluation, it was found that the transfer set had a leak due to a tubing pinhole.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of a pinhole in the transfer set tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.